Event description:
Affiliate reports that due to a subdural hemorrhage, cranioplasty was necessary. It was reported that during the 2nd perforation the drill broke and penetrated the dura. The detached tip of the drill (approx. 1.5mm x7mm) permeated into the brain, near the speech center. In a CT scan the tip was identified. The surgeon decided to leave the drill tip in the brain because the risk for removal was considered higher than leaving the detached part in the brain.

Manufacturer narrative:
Upon completion of the investigation it has been noted that this complaint has been confirmed. The lot number of the complaint drill is unknown because the package was already destroyed. The broken drill was taken from a shelf of drills. One wire pass drill was returned for evaluation. The drill was returned broken at approximately 0.570" from the tip. The broken tip was not returned for evaluation. The fractured surface was inspected at appropriate magnification and no signs of corrosion were observed. Additionally, it was verified that the fracture occurred in an angle in relation to the device centerline. The hardness was checked and verified to be within required specifcations. The cause(s) of the breakage can't be fully determined. The fracture orientation suggests that the drill may have received some type of inappropriate side forces during use causing the breakage, however, it can't be confirmed. The device history records review was performed for the lot numbers reported by the affiliate and verified that all product conformed per required specifications when released to inventory. Based on the results of this investigation no further action is required. Trends will be monitored for this and/or similar complaints. At the present time this complaint is considered to be closed.